Event description:
The pt had an iliac stent (fluency, bard) placed along with a gore propaten vascular graft that was implanted in the femoropopliteal position (date unk). The gore propaten vascular graft thrombosed intra-procedure and the pt underwent an embolectomy the next day. A second episode of clotting occurred in the gore propaten vascular graft and a second embolectomy was performed. The pt's platelet counts were checked and it was 180,000. A test for hit was conducted at the time; however, the results were not immediately available. As the platelet counts were adequate, an atiii deficiency was suspected by the physician. In 2008, it was learned the pt had been administered a heparin substitute for the second embolectomy, had been released from the hospital and was doing well.